Event description:
During the evaluation at olympus medical systems corp. (Omsc), it was found that the pipeline inside the control section of the subject device was clogged with foreign material. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the subject device and found that the pipeline inside the control section of the subject device was clogged with fibrous foreign material. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however, there was the possibility that the fibers such as gauze may have entered into the pipeline inside the control section of the subject device.